Event description:
Hosp report provided by consumer indicated that pt was hospitalized for 5 days (21 may 1998 to 25 may 1998) for a corneal abcess (od) which the dr stated "was caused by contact lens use." Microbiology tests performed on the contents of the lens case showed serratia marcescens and tests of the bottle of the product indicated a presence of alcaligenes faecalis. Pt was treated with oftacilox eye drops (1gtt 5 times daily) alternating with oftalmowell eye drops (1gtt 5 times daily), atropine 1% (1gtt tid) and bayclip (oral ciprofloxacin, 1x 500 mg tablet tid). Ophthalmologist reported that she ordered microbiology tests performed and that she asked the microbiologists for their opinion. She stated that the microbiologists said that although the microbes were found in the lens case and product bottle, the tests were not conclusive. The microbiologists also felt that this could be due to misuse by pt. Ophthalmologist reported that pt was discharged from hosp and was referred to a primary care ctr.